Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of complications during the insertion process are evident in the provided photographs; however, the extent and exact mechanism of damage could not be determined. Four photographs were provided for investigation. The images showed the green wings separate from the powerglide needle. The safety mechanism was engaged over the needle tip. The guidewire extended from the needle and passed through the luer plug on the wings. The section of guidewire distal to the plug appeared to be intact and tightly coiled. The section of guidewire between the plug and the safety mechanism was unraveled. What appeared to be dry blood residue was observed on the plug and the safety mechanism. The catheter had been removed from the needle and the wings and was not shown in the photographs. Because of the damage observed on the guidewire, the complaint was confirmed. This type of damage can occur if the guidewire is retracted into or pushed against the needle bevel and was most likely associated with the reported difficult catheter advancement; however, the exact mechanism of damage could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "one of the IV nurses had trouble with a powerglide recently. She had trouble advancing the catheter." No other information provided. (B)(6) 2021: the returned guidewire was found frayed.